Event description:
Reportedly, the patient initiated transfer (pit) button of the subject home monitor remains lit in red at the end of two installation attempts. The device did not connect to the network at the patient's address, while the network seems to be good enough for the connection.

Manufacturer narrative:
Preliminary analysis of the returned home monitor showed successful pairing with a test implant, no rf or back-office connection issue has been detected.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the patient initiated transfer (pit) button of the subject home monitor remains lit in red at the end of two installation attempts. The device did not connect to the network at the patient's address, while the network seems to be good enough for the connection.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the patient initiated transfer (pit) button of the subject home monitor remains lit in red at the end of two installation attempts. The device did not connect to the network at the patient's address, while the network seems to be good enough for the connection.